Event description:
As reported, approximately 3 months post op the initial tsa, this 66 y/o male patient was revised due to dislocation. The prosthesis dislocated when a weight was lifted. The case report form indicates this event is definitely not related to devices or procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
Device evaluated by MFR: pending evaluation. Concomitant medical device(s): 300-01-13 - equinoxe, humeral stem primary, press fit 13mm, 320-38-00 - equinoxe reverse 38mm humeral liner +0, 320-10-00 - equinoxe reverse tray adapter plate tray +0, 320-15-01 - eq rev glenoid plate. Relevant tests/laboratory data, device manufacture date, and recall: no information provided.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the surgical revision for dislocation cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition and activity.